Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (unknown dose and concentration), fentanyl (unknown dose and concentration), bupivacaine (unknown dose and concentration), and clonidine (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2021 a review of the device logs revealed a pump motor stall occurred on (B)(6) 2021 at 09:23 with a motor stall recovery noted on (B)(6) 2021 at 09:58 without a report of MRI (magnetic resonance imaging). No further diagnostics or action was taken and the event resolved without sequelae on (b)60 2021. Another pump motor stall was noted at time of device log review on (B)(6) 2021 where a pump motor stall occurred on (B)(6) 2021 at 17:57 with a motor stall recovery noted at 18:14 on (B)(6) 2021 without a reported of a MRI. No further diagnostics or action was taken. The outcome of the event resolved without sequelae on (B)(6) 2021. The device diagnosis was pump motor stalls. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.